Event description:
A pump declared an altitude alarm, but the customer's blood glucose level was not adversely impacted. The issue did not cause the insulin to be suspended, and there was no prior report of this issue with the same pump serial number within the past month. Further follow-up is required to obtain additional information.